Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a valve model 3300tfx25mm was explanted from the aortic position after an implant duration of three years due to severe paravalvular regurgitation (pvl). The site reported a possible old endocarditis due to urinary tract infection (no microorganism grew) as a precipitating factor that may have contributed to the development of pvl. The patient did not have endocarditis prior to the edwards device implant. The patient presented with shortness of breath before the procedure. A reconstruction of aortic root was required and once this was done a 23mm edwards valve was successfully implanted in replacement. Patient made an uncomplicated recovery after redo valve replacement.

Manufacturer narrative:
The device was not returned for evaluation, as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narrative the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. In this case, the most likely cause is patient factors.